Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for bleeding post deployment since the patient was treated with manual pressure and transfusion. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported the following: after the cerebrovascular treatment, the angio-seal device was used as usual, and hemostasis was achieved. The patient was returned to the ward; however, it was difficult to control the patient's body movements due to restlessness. Two days after hemostasis, the patient died of bleeding that appeared to be delayed bleeding from the inguinal region; the estimated blood loss volume is unknown. There were no other devices or equipment used with the reported product. Additional information was received on 17nov2021 as follows: an 8fr. Procedural sheath size used. The date of the initial procedure was (B)(6) 2021, and the date of the incident (bleeding) was (B)(6) 2021. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, and there were no issues with insertion, deployment, or withdrawal of the angio-seal device. The hemostasis procedure was completed as usual. An angiogram was performed only before the procedure sheath was inserted. At the time of hemostasis with angio-seal device the patient's condition was stable and no issues were noted. After the bleeding, manual compression was applied, followed by a blood transfusion; the date of death is unknown.

Manufacturer narrative:
Date of death - unknown explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.